Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed return instrument test/evaluation (rite) functional test due to failing therapy monitored volume performance specifications. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation of the returned device, the homechoice (hc) had passed return instrument test/evaluation (rite) electrical test. However, the hc had failed rite functional test due to a failed volume transferred comparison. The hc had passed the external inspection. Volumetric accuracy test was performed and failed. The temperature confirmation testing was performed without any issues noted. The device was powered up properly and no issues were observed. During the inspection of the door assembly, deteriorated piston foam was found. The root cause for the rite failure of failed volume transferred comparison was determined to be deteriorated piston foam. The piston foam was scrapped, and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.